Manufacturer narrative:
(B)(6). Device analysis by MFR: the returned product consisted of a jetstream xc 2.1mm atherectomy catheter. The guidewire was not returned. Visual analysis showed a kink located 107cm from the tip. A .014 test guidewire was attempted to be inserted into the device. The guidewire transcended through the device with no restrictions or hesitations. Functional analysis showed the device to function as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no damage or irregularities.

Event description:
It was reported that device became entrapped and caused the guidewire to fray during use. The 95 percent stenosed target lesion is located in the severally calcified superficial femoral artery (sfa). A 2.1mm jetstream xc catheter, a 1.85mm jetstream sc catheter, a non-bsc guidewire and a jetwire were selected for use in an atherectomy procedure. The jetwire was placed with integrate access. After the first jetstream device was inserted into the patient over the guidewire, it was observed that the wire was being pulled backwards and then became entrapped in the device. This occurred in the tibial artery while physician was performing atherectomy in the sfa. The device was running and caused the wire to fray. The wire coming apart was seen under fluoroscopy. The entire system was then removed from the patient. A non-bsc guidewire was inserted along with the second jetstream device; however the same issue occurred. The procedure was ultimately aborted. No patient complications were reported, and the patient is fine. The procedure has not been rescheduled to date.